Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station power supply module was faulty. A field service engineer found the power supply was shunting under load with all peripherals connected. The power supply was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es uc-jbs station intermittently powered off and restarted into maintenance mode, where recovery attempts failed. An error message 0xc0001-press try again, ac power failed displayed on the screen. The customer had attempted multiple reboots and recovery actions; however, the issue persists and the station remains non-functional. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.